Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a device change-out, an insulation abrasion was observed. The lead was explanted and replaced. The patient was in stable condition post-procedure.